Event description:
Patient reported "significant wrinkles of the implant on both sides. On the left, there is also evidence of double contouring of the ventro-caudal implant capsule" and device rupture. Device remains implanted. Left side record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "significant wrinkles of the implant on both sides. On the left, there is also evidence of double contouring of the ventro-caudal implant capsule" and device rupture. Device has been explanted and replaced. Left side record.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken, opening side assessed as unidentified (tear) opening and one opening side assessed as surgical damage. (Shell thickness was within specification). Wrinkling and crease/folding of implant: observed. Additional observation: red particles observed. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced with a non allergan device.